Event description:
(B)(4) - came off of the rim, and the dealer could not get it back on the caster. There was no patient or injury reported. However, it poses a risk for patient injury if in recurrence while in use.